Event description:
It was reported that this pacemaker system was exhibiting low out of range right atrial impedance measurements. Low out of range measurements had been previously exhibited a few months ago, the device entered lead safety switch back then. The ra was turned off and has been kept off ever since. This ra lead remains implanted. No adverse patient effects were reported.